Event description:
It was reported that device entrapment occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced with guide extension (ge) catheter support for ultrasound examination of the target lesion. However, the opticross got stuck in the lesion. The ge was pushed and while pulling on the catheter, the opticross was released and removed. The procedure was completed with another of the same device. There was no patient injury. The physician considered the issue to have been caused by insufficient lesion preparation.